Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. The complaint of leakage can be confirmed due to the tear observed. Visual and functional testing was performed. As received no damage or anomalies were observed.the cuff inflated and was observed to deflate. In attempts to visualize any leakage the set was submerged in a water bath. A leak was observed at the cuff of the set. In attempts to localize the location of the leak, red dye was used to inflate the cuff. The leak was observed to be coming from a tear in the cuff. The probable cause of the reported problem unknown.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that, during pre-op check, the balloon inflated properly but after insertion, within 24 hours of evaluation, the ventilated patient suddenly experienced desaturation. Per reporter, after checking with a cuff inflator, it was found that the balloon was no longer at the recommended pressure. The tracheostomy tube was replaced.